Manufacturer narrative:
Initial.

Event description:
It was reported that the tubing from an inset 23-inch infusion set was leaking and detached from the connector, and the user was guided through supply change steps to replace the tubing and resume insulin delivery; the issue involved the infusion set connector and tubing and was addressed with troubleshooting and education, and a replacement site was arranged. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included guided troubleshooting and education during a supply change to verify correct setup and restore delivery. Investigation of this case revealed a leak and disconnection at the infusion set connector-tubing interface, with successful resolution after tubing replacement and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was a connection issue at the infusion set tubing-connector interface.